Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") and menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting/abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (ess205) (batch no. Am00830713-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, back pain, blood pressure high and migraine. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) for birth control as well as hydrochlorothiazide since 2010, hydrocodone from 2010 to 2013 and sumatriptan from 2010 to 2013. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient was found to have hormone level abnormal ("hormonal changes"), 12 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), tooth fracture ("dental chipping"), dental caries ("dental decay"), headache ("frequent headaches"), bacterial vaginosis ("bacterial vaginosis"), fatigue ("fatigue"), arthralgia ("joint pains"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("pain: lower abdominal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent ablation (B)(6) 2016 and partial salpingectomy to remove one of the coils in (B)(6) 2017). At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, back pain, dyspareunia, tooth fracture, dental caries, headache, bacterial vaginosis, fatigue, arthralgia, hormone level abnormal, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 152lbs. Per plaintiff fact sheet: she was not sure. She does not recall getting the hsg results. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: satisfactory placement of both essure coils and full occlusion of both tubes was performed. Most recent follow-up information incorporated above includes: on 29-nov-2018: update of information (batch is invalid)¿. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse"), tooth fracture ("dental chipping"), dental caries ("dental decay"), headache ("frequent headaches"), bacterial vaginosis ("bacterial vaginosis"), fatigue ("fatigue") and arthralgia ("joint pains"). The patient was treated with surgery (partial salpingectomy to remove one of the coils in (B)(6) 2017). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, tooth fracture, dental caries, headache, bacterial vaginosis, fatigue and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, dental caries, dyspareunia, fatigue, headache, menorrhagia, pelvic discomfort, pelvic pain and tooth fracture to be related to essure. Diagnostic results: following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.